Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon attempting to remove tampon from the wrapper, string would get caught in the tube and it would break. Consumer did not use the product.